Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 ¿ oxf anat brg lt sm size 5 PMA, item# 159542, lot# 345740. Oxf uni tib tray sz aa lm PMA, item# 159531, lot # 593010. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2024 - 00089. 3002806535 - 2024 - 00090. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately a year after initial surgery on the left knee the patient underwent revision due to unknown reason. Due diligence is in progress for this complaint; to date no additional information or product has been received.